Event description:
It was reported that the right atrial (ra) lead exhibited  occasional under sensed atrial beats noted during episodes not affecting detection or termination. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.